Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient experienced dyspnea and chest pain, and was diagnosed with rv lead dislocation. Rv lead was repositioned.